Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that after the first 6 weeks of receiving a new pump the patient started to have issues responding. Troubleshooting and a nuclear medical study was performed and arachnoid loculations were found at the tip of the catheter preventing the patient from receiving medication. No further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The cause of the arachnoid locuations at the tip of the catheter was unknown. The arachnoiditis was diagnosed on (B)(6) 2019. The patient was to see neurosurgery for consult of possible new catheter replacement and below current catheter level. The issue was not yet resolved. The patient¿s weight at the time of the event was provided.